Event description:
It was reported that the patient had a systemic blood infection. The implantable cardioverter defibrillator (ICD)&#1241;stem was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full analysis. Medtronic

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.